Event description:
The MFR received info alleging a ventilator's lcd display screen was not working. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. A "svc requested" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.